Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Customer reported they were able to rewind the pump. Customer stated the motor error was reoccurred. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.